Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are mni, mnh, kwp, and kwq. This report is for two (2) unknown rods. The devices may be 498.143 6.0mm ti curved soft rod 85mm, (B)(4), lot number unknown, or 498.142 6.0mm ti curved soft rod 75mm, (B)(4). It is unknown if the initial date of implant was (B)(6) 2011 or (B)(6) 2016. One rod was explanted and replaced during the (B)(6) 2016 revision surgery. One (1) 498.152 6.0mm ti soft rod 100mm was reported to have been replaced but it is unclear if this was the replacement device or the device that was removed, since it was not listed among the previous implanted devices. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to the postoperative migration of two (2) unknown click'x pedicle screws resulting in the migration of the associated rods and patient pain. During the revision surgery, the surgeon checked the click'x locking caps and found two (2) of the locking caps to be loose. One (1) rod and eight (8) click'x locking caps were explanted and replaced. The patient was initially implanted with spine devices on (B)(6) 2011, and with additional devices on (B)(6) 2016 (see related complaint (B)(4)). It is unknown on what date the complaint screws, rod, and locking caps were implanted. On (B)(6) 2016, the patient returned to the clinic with complaints of pain. X-rays were taken and the migration of the implants was discovered. Concomitant devices: implanted (B)(6) 2011: two (2) 498.142, 6.0mm ti curved soft rod 75mm, lot unknown; two (2) 498.503, 7.0mm ti click'x® pedicle scr dual core 40mm thread length, lot unknown; two (2) 498.563, 6.2mm ti click'x® pedicle scr dual core 45mm thread length, lot unknown; six (6) 498.570 ti click'x® locking cap for ti 3-d head, lot unknown; four (4) 498.571 ti 3-d head for ti click'x® screws, lot unknown; two (2) 498.988 6.2mm ti click'x® pedicle scr preassembled 40mm thrd length, lot unknown; one (1) chronos beta-tcp granules 1.4-2.8mm/10cc-sterile, lot unknown. Implanted (B)(6) 2016: two (2) 498.997 6.2mm ti click'x® pedicle scr preassembled 40mm, lot unknown; two (2) 498.990 6.2mm ti click'x® pedicle scr preassembled 50mm thrd, lot unknown; two (2) 498.143 6.0mm ti curved soft rod 85mm, lot unknown; three (3) 498.570 ti click'x® locking cap for ti 3-d head, lot unknown; one (1) 498.152 6.0mm ti soft rod 100mm, lot unknown; one (1) chronos beta-tcp granules 1.4-2.8mm/10cc-sterile, lot unknown. This report is for two (2) unknown rods. Report is 2 of 3 for (B)(4).